Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they use the belt, sometimes it takes an hour and only charges to 60%. They stated that the recharging donut always gets warm. They mentioned that they wish the charge lasted 7-8 days, but it doesn't.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they don't know what is going on with the recharging. Patient said they talked to the representative yesterday and told them what was going on. Patient states it seems like the thing never charges past 30%. Patient states all it keeps saying is poor recharge quality reposition the recharger and try again. Patient also mentioned they still have a scar and can feel the glue and whatever. Patient mentioned they sat yesterday for over 2 hours and still didnt get past 30% on the implant. Pt states the paddle was warm but not hot while charging yesterday. Agent advised to use the belt so that pt did not have to hold over the ins the whole time. Agent advised because of the new ins could be interfering with swelling and getting good connection and to give more time. Pt mentioned in the call that they felt it wasn't working when woke up this am. Agent asked what the controller was saying the whole 2 hours when charging and patient said the representative told them not to look at the screen to keep the light off so that it doesn't take down the battery. Patient then said they could tell the device was helping them pain wise but that's why they was concerned. Agent advised to try and charge and patient was able to start a charging session with excellent. Patient will monitor and call back if issue persists. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# unknown, product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.